Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted during testing. The insulin pump was received with scratched lcd window, cracked case near display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.